Event description:
It was reported to MFR that the vns pt was experiencing a sudden onset of painful stimulation in the neck and down the arm. The onset of the event followed trauma in which the pt had threw a baseball up in the air and it struck directly on the generator site. The device subsequently was turned off as the stimulation became intolerable, despite having decreased the device settings. The treating physician had performed a sys diagnostic test on the device following the reported trauma at an office visit, and the results indicated normal device function. The physician ordered x-rays to evaluate the continuity of the sys. It is unk what was observed on the x-rays and the x-rays have not been sent to MFR review. The pt was referred to surgery and during surgery a sys diagnostic test was performed and revealed high lead impedance. The surgeon opted to replace the generator only. The new generator was connected to the existing lead and the device was tested outside the chest pocket and revealed normal device function. The generator was then placed inside the chest pocket and the sys diagnostic test revealed high lead impedance. The surgeon opted to leave the new generator connected to the existing lead implanted in the pt. The pt had a follow up visit for the initial interrogation and dosing, and it was reported that the pt is "doing very well" and "everything is fine." The explanted generator has been returned to MFR and is pending the analysis findings. Attempts to obtain add'l info from the treating physician and surgeon are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.